Event description:
Related manufacturer reference number: 2017865-2022-07053. It was reported that the patient presented in clinic for a follow-u. Upon review, it was discovered that the right ventricular lead exhibited sensing noise. Sensitivity was decreased and the lead was switched to unipolar, and the noise was no longer present. However, given that the patient is completely dependent, the decision was made to put a new lead in and cap the existing rv lead on (B)(6) 2022. The pacemaker was also prophylactically explanted due to advisory. There were no patient consequences or symptoms.

Manufacturer narrative:
The device was returned without identified device or use problem. Failure event observed during analysis. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.